Event description:
A patient reported experiencing inaccurate erratic results with a surestep meter. The patient's blood glucose results were 78 compared to the labs 209 mg/dl. Tests were done within 30 minutes. Patient did not experience any adverse events. No further information has been reported.